Manufacturer narrative:
Evaluated three sealed reservoirs and checked the o-rings stopper groove for anomalies. None was found. Ran basal/bolus leaking test with the reservoir filled with diluents, and connected to a new infusion set. Installed the reservoir and connector into the insulin pump. No leaks found.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings, and it was noticed a few drops of insulin outside the reservoir compartment. No further information was provided.